Event description:
A depleted battery. Information was not provided regarding whether or not the failure occurred during a patient infusion. There were no reports of patient injury or medical intervention.